Manufacturer narrative:
Results: the distal end of the pusher was examined under magnification. The proximal constraint was correctly positioned in the distal detachment tip fulcrum. The pull wire pet bump was correctly positioned in the distal detachment tip alignment feature. No remnant of the sr wire was visible distal to the proximal constraint, but clotted blood obscured the area. The proximal end of the pusher was examined with unaided eye. The pet lock was not broken, indicating that the detachment process was not attempted. The coil implant, which was significantly damaged after being snared from the patient's aneurysm, was examined under magnification. The platinum coil was completely unraveled and it was difficult to distinguish the various components of the coil implant. This finding is consistent with the complaint narrative describing the use of snare to remove the coil implant from the patient. The proximal constraint was not present, which is consistent with the finding of a proximal constraint in the distal detachment tip of the pusher. The sr wire was identified amongst the various components of the coil implant. The distal end was easily distinguished from the proximal end because the soldered bond to the coil was intact. The sr wire length was measured to be approximately 20 cm, which is consistent with the device length. Note that the sr wire was broken about halfway along its length. This fracture must have happened during the snare removal after the sr wire fractured at the proximal constraint, otherwise the proximal section of the sr wire would still be attached to the proximal constraint. This observation is not considered a defect of the device or otherwise related to the complaint. Instead it is an artifact of the snaring process and is considered consistent with the observations of major damage to the coil that also resulted from the snaring process. The proximal end of the sr wire was identified and examined under magnification. There was no evidence of a flat section. The wire cross section was circular and there was no evidence of defects on the wire. This finding is consistent with an sr wire fracture at the proximal constraint and inconsistent with a defect in the proximal constraint/sr wire joint. To further confirm this finding, the proximal constraint was detached from the pusher and thoroughly cleaned of blood and adhesive. After cleaning, the flat section was found to be secured within the proximal constraint tapered hole. The distal end had a circular cross section with no evidence of defects. The unit was non-functional. Conclusion: there is no evidence of any defects on the device components that could have led to a reduction in performance or tensile strength. Excessive tensile force is the most likely cause of the stretch resistant (sr) wire fracture.

Event description:
The physician was attempting to place the third penumbra coil 400 into a patient's aneurysm when with approximately 1/3 of the coil in the aneurysm, the physician noticed he "lost control" of the coil. The physician noticed that the pusher was no longer connected to the coil and confirmed there was a premature detachment of the coil. He was using a penumbra px400 microcatheter 45 degree tip that was jailed behind a stent. The proximal end of the stent had previously herniated into the aneurysm. The catheter was removed and the coil was retrieved completely with a snare. The procedure was completed using a different coil system. There was no patient injury.